Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a collar wash valve solenoid valve to resolve the leak and instrument errors. The instrument software version is 5.4.08. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported reagent controls failed and observed contained leaking from reagent probe a on their unicel dxc 800 pro synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.